Event description:
Information was received from unknown source. It was reported that device was overheating . It became very hot, so usage was discontinued. Type of surgery was endoscopic sinus surgery. Event occurred intra-op. The procedure was completed with the reported product. No patient impact.

Manufacturer narrative:
The temperature check could not be performed. Because the handpiece was not activate in the oscillate mode. The inside inspection found some parts, for instance the shaft, gear, housing, bearings and so on, has been deteriorated. If information is provided in the future, a supplemental report will be issued.